Event description:
The user facility reported that water and disinfectant was leaking from their dsd edge endoscope reprocessing system onto the floor. No report of injury.

Manufacturer narrative:
A medivators service technician arrived onsite to inspect the unit and found the tubing from the circulation pump was not fully inserted resulting in the reported event. The technician tightened the connectors, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.